Manufacturer narrative:
The t:slim g4 pump user guide states that the pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unexpected resets occurred. Reportedly, the customer had been exposed to radiation and the pump was in the room during the medical procedure. The customer's blood glucose level was 170 mg/dl. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery.